Manufacturer narrative:
The UDI is unknown because the part and lot number were not provided. The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Additionally, a review of the complaint history could not be performed due to unknown lot information. Based on the information provided a cause for the reported migration-partial clip movement could not be determined. The reported mitral regurgitation (mr) was an outcome of the migration-partial clip movement. The mr is listed in the mitraclip instructions for use as a known complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment and hospitalization were due to case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to partial clip movement, prolonged hospitalization, worsening mitral regurgitation, and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. On (B)(6) 2019, two clips were successfully deployed, reducing mr to 1. On (B)(6) 2020, during a follow-up, it was discovered that mr worsened to 4. The physician stated that the recurrent mr was due to the second clip was not parallel indicating that the clip partially moved, but remained on both leaflets. The patient underwent a second mitraclip procedure to treat the recurrent mr and stabilize the partially moved clip. One additional clip was implanted, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.